Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by the xenon lamp exceeding its expected life span. The issue was resolved after replacing the lamp.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. It was confirmed that the lamp is currently at 500 hours. Tac instructed the customer to power the spare lamp off and back on. The spare light came on after some clicking noise. Tac instructed the customer to replace the main lamp and provided the part number to the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the (demo) evis exera iii xenon light source main lamp does not ignite but the spare lamp worked. There was no harm or user injury reported due to the event.